Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: during the case, a blue rubber foreign material fell into the cavity. The fallen piece was retrieved. There was no additional bleeding nor tissue damaged. The operative time was not extended more than 30 minutes. No pt info available. No pt injury was reported.